Manufacturer narrative:
(B)(4). G2: foreign: italy. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the intervention, the rasp broke. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- rasp. Visual examination of the returned product identified cutting edges show wear from previous uses. Post is confirmed to be fractured from the broach. Post shows tool marks from use. Scratches are noted on the broach proximal end. No other damage was noted. The broach was submitted for further analysis. Analysis determined the device fractured due to bending overload mode of failure. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.